Event description:
Medtronic received information from a literature article regarding the clinical outcomes of an all-comer egyptian transcatheter aortic valve implantation (tavi) registry. All data was collected from five centers between (B)(6) 2012 and december 2017. Of the 96 patients included in the study population (predominantly female; mean (B)(6); mean weight 88.4 kg), approximately 49 underwent tavi with a medtronic corevalve or evolut r valve system. No unique device identifier numbers were provided. Of the 96 patients included in the study, 4 deaths occurred within thirty days of tavi. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Medtronic transcatheter valves may have been associated with the following adverse events: valve-in-valve implantation due to migration of the initial valve to the aorta; permanent pacemaker implantation; mild to severe aortic regurgitation; cerebrovascular (stroke); cardiac tamponade; and increased peak/mean pressure gradient. Medtronic delivery catheter systems may have been associated with the following adverse events: vascular site dissection and/or total occlusion requiring stenting or surgical repair; and bleeding (life-threatening, disabling, or major). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: bahaa h, et al. Early results from an egyptian transcatheter aortic valve registry ((B)(4), (B)(6) heart j. (B)(6 ) 2021; 73(1):67. Doi: (B)(4). Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# (B)(4), product code (B)(4)), evolut r (PMA# (B)(4), product code (B)(4). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.